Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer wanted to follow up on the insulin pump that would be delivered. Customer stated the critical pump error with no events leading up to the error. Customer was instructed to place the device into storage mode. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with critical pump error and unable to download, problem isolated to pcb2. Unable to verify pump error due to download difficulty. However, unit received with force sensor not properly plugged in to pcb1. The motor was tested outside of device and passed. Unit received with minor scratches on case and minor scratches on lcd window.